Manufacturer narrative:
This supplemental medwatch report is correcting information submitted on the initial medwatch report. Evaluation results: the device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, power cycling and full functionality testing without duplicating the report. The device was recertified and returned to the customer. Review of the device activity logs showed that the user attempted to shock at an energy level other than 30 joules while the multi-function cable was shorted to the test port. Subsequently the end user power cycled the device and lowered the energy to 30 joules and successfully performed a self test. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device stopped multiple times during resuscitation. No further information is available. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.